Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5cm diameter abdominal aortic aneurysm. It was reported that during follow-up ten years post index procedure the CT scan showed the patient had a type ia endoleak and a contained rupture due to disease progression. The aortic neck is 29 mm in diameter. An endurant aui 32/14/102, a talent occluder and another manufacturer's 32 mm cuff were implanted; however, the type I a endoleak was not resolved. The physician explanted the stent grafts. No additional clinical sequelae were reported and the patient is fine.